Event description:
Patient presented with high impedance shortly after initial implant. The device was disabled. X-ray images were reviewed however were very poor quality and therefore the device could not be assessed. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient went into surgery and the surgeon could see that the lead was not fully connected. The pin was re-inserted and the high impedance resolved. No further relevant information has been received to date.